Event description:
It was reported the device needs some major repair work. Further information reported the device was found in the surgery area, and it was marked as "broken." The device had blood stains externally, and it was noticed there was some blood in the battery compartment area. The device is being returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the device needs some major repair work. Further information reported the device was found in the surgery area, and it was marked as "broken". The device had blood stains externally, and it was noticed there was some blood in the battery compartment area. The device is being returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the device needs some major repair work. Further information reported the device was found in the surgery area, and it was marked as "broken". The device had blood stains externally, and it was noticed there was some blood in the battery compartment area. The device is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event of contamination. However the device was returned to the manufacturer in pieces and was determined to be unrepairable due to extensive damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).